Manufacturer narrative:
(B)(6). Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported during a routine follow-up, the battery of the device was showing a decrease in the longevity. Technical services has requested a device memory analysis from the field to determine a plan of action. The device currently remains in service.

Event description:
It was reported that this device was showing a decrease in the battery's longevity, which had decreased by 8.5 years within approximately one years time. The patient has been followed via latitude (home monitoring system), with continued device evaluation performed every three months. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data determined that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported, and the patient was sent home the same day of the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.